Event description:
Customer received sets of expired allograft on (B)(6) 2016 for use in a case scheduled for (B)(6) 2016. Product was not used. Aesculap provided additional allograft.

Manufacturer narrative:
Review of documentation indicated that this issue was related to internal production of "sets" at aesculap inc. Corrective/preventive action was initiated at aesculap inc. To ensure this issue does not recur.